Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
It was reported that the patient had a system explant in (B)(6) 2016. The patient stated the implanted device caused a critical compression of the spine and that there wasn't enough room in the epidural space for the lead. As a result, the system was explanted.